Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was over 300 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The pump had a cracked case at the display window corner, a minor scratched lcd window, and cracked battery tube threads.